Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate leaked 90 mg of pamidronate in normal saline (baxter-compounded solution) from an unidentified location. This was noticed after the device's box was opened and before use. The reporter stated that approximately half to three quarters of the solution had leaked out when this was identified. All of the solution then leaked out but was contained in the overpouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed and identified a leak due to broken tubing at the junction of the distal luer lock. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.